Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer had issues with universal surgical manipulator (usm) 1. The customer did not report the issue until after the procedure was completed. The surgeon did not have the full range of motion on the usm, and the instrument was sliding in and out of the usm without the surgeon controlling it. The usm appeared to be "twisting onto itself". The customer stated that there were no issues in the following case. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and found no errors against the usm. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical inc. (Isi) clinical sales representative (csr) followed up with the site and confirmed that the reported issue was user related. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.